Event description:
(B)(4) 2012 crts pt friend/family reports states that his friend in (B)(6) is in tremendous pain and that she is paralyzed on the left side and feels like her heart is stopping. Caller states that the pt's physician is putting off seeing her and he is concerned for her health. Caller states pain is shooting up to the base of the patient's skull into her brain. Caller states the patient did not receive the proper after care and the leads have moved. X-rays have been done to show the lead has slipped. Patient has been in and out of the hospital. Last time she was in the hospital was (B)(6). Pt got the stimulator for pain after "many hundreds of pounds crushed her back". She was 90% pain free while the implant was working. Update to call from rep: I am aware of this case. We really can't do much other than wait for the surgeon. There is a patient selection issue with her and dr. (B)(6) is the only surgeon that has some experience. We are only waiting for him to set the date and we'll go and revise her leads. We have worked different programs but no good coverage to her lower back. (B)(6) 2012. Has there been a revision, will there be a revision? Yes. If so, what was or will be replaced/revised? Leads were test for impedance, connections were revised fixing the impedance issue. Has the issue of feeling like her heart is stopping and pain shooting to her skull resolved? Yes. What is the status of the patient? Has she been seen by the doctor, what was the outcome? Unfortunately this patient was not well selected by the surgeon due to lack of experience. The leads are well placed at this point but her mechanical pain still bothers her which it will not be relieved with neurostimulation. Please return any available devices. No devices were replaced. From (B)(4) crts: patient's husband reports a loss of therapeutic effect, after 4 days. She had 90% relief, but then started to receive shocks below her breast and genital area and she has pain in her lower back. Per x-ray the "electrode" slipped. She was implanted in (B)(6) and she lost pain relief about 4 days after, according to her spouse the x-ray showed lead migration. (B)(6) 2012 crts: caller stated patient has gone back to the hospital because the patient is in tremendous pain and the patient's battery is not working and is not holding any charge. Caller stated the patient is not getting help from the rep. Caller mentioned battery has 5 year warranty and was implanted in (B)(6). Caller stated rep is (B)(4) and they have not been able to reach him and they are not getting the service they require. Caller mentioned at trial they were working with (B)(4) representative for (B)(4). Caller mentioned patient has 37751 recharger but she is unable to do anything with it. Caller was not with the patient. Caller stated initially patient was unable to switch programs. Caller stated patient is in and out of the hospital almost every month. Redirected caller to patient's hcp. Caller stated he contact mdt to put pressure for someone to help them. I explained when patients are having difficulty with the device, they should contact hcp. Caller stated physician does not have interest in helping. Caller wanted to know if mdt can fly to check device since they believe the operation was not done properly or someone come to (B)(6) to assist. Reviewed hcp would need to request/coordinate the assistance of mdt rep. Caller would like pss to contact mdt pr to see if they can assist as they did during the trial. Caller asked what to do if physician does not help. Suggested they see if rep knows of any other physicians. Caller stated that would mean more money and mdt would need to incur the cost. Explained mdt does not charge pts for working with the hcp to troubleshoot the device.

Event description:
Additional information received reported the patient's leads were revised. Impedances tests were performed and it was noted the issue was resolved after the connections were revised. The patient no longer felt like her heart was stopping nor did she had shooting pain to her skull. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient extreme pain ("shooting up to the base of the patient's skull") and felt like their "heart is stopping." It was noted that the patient did not receive "proper after care" and that the lead component of their implantable neurostimulator (ins) had moved (per x-ray). The patient was reported to have been in and out of the hospital with the last hospitalization being in (B)(6) 2012. The patient was 90% pain free when the ins was working. It was noted that the patient had received the ins system for pain after "many hundreds of pounds crushed he back." Follow up information reported that the patient was waiting for their surgeon to schedule a lead revision procedure. It was also noted the patient had been given different programs to work, none of which have provided them with good coverage for their lower back. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # unknown, product type lead.

Manufacturer narrative:
(B)(4).